Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got insitu he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem/separator but turned it too tightly and as he did so the prongs on the distal collett snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40mm +8mm.

Manufacturer narrative:
An event regarding pain involving a ceramic head. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "x-ray printouts, all undated, include five views of the left revision uncemented total hip arthroplasty with a large head reduced and no screws in the acetabulum. The acetabulum appears to be well-fixed. A restoration modular long-stem with seven dall-miles cables is noted with radiolucency around the proximal body, evidence of healed previous femoral shafts fractures are noted, and the stem may be subsided, however, no previous films with which to compare make this impossible to determine. There is no examination of the broken extraction device and no confirmation of the source of ¿painful left thr¿ since ¿possible loose femoral stem¿ was not seen at revision surgery. The description of ¿turned it too tightly¿ is the cause of the fracture of the instrument, which was not designed for torsional strength is likely accurate but could be confirmed by an examination of the fracture surfaces of the device. The examination would also rule out factors of faulty manufacturing or materials as having contributed to this event." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined. The provided medical information was submitted to a consulting clinician who indicated "there is no examination of the broken extraction device and no confirmation of the source of ¿painful left thr¿ since ¿possible loose femoral stem¿ was not seen at revision surgery. The examination would also rule out factors of faulty manufacturing or materials as having contributed to this event." No further investigation for this event is possible at this time. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got insitu he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem/separator but turned it too tightly and as he did so the prongs on the distal collett snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40mm +8mm.